Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer's blood glucose was 151 mg/dl. He was unable to troubleshoot for the alarm since he had already performed a complete set change prior to the call. The cause of the alarm could not be determined. The customer reported that the alarm was resolved by a complete set change and agreed to return the infusion set and reservoir for analysis.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.